Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was high. The customer reported that all night the patient was having high blood glucose of 400 to 500mg/dl. The pump says do not calibrate and sensor updating. Patient's blood glucose at time of incident was 516mg/dl. Patient's current blood glucose was 516mg/dl. The customer had little nausea. The customer treated it with pump. Based on customer report customer does not allege pump was under delivering. The customer reported that cannula was completely bent. The customer declined to troubleshoot for bent cannula. The insulin pump will not be returned for analysis.